Manufacturer narrative:
The specimen was returned for analysis. The specimen presented a fracture of the core wire near the distal tip presenting indications of a ductile, tensile overload fracture and stretched coil damage beginning 0.25cm from the distal tip and extending to approximately 173cm from the proximal end. Upon receipt of permission to do so, the coil wraps adjacent to the distal tip weld were stretched to expose the distal aspect of the core wire fracture. This action confirmed a ductile tensile overload fracture 0.25cm from the distal tip weld mass. The specimen also presented several bends/kinks of varying severity and frequency scattered over the length of the device with scraped and removed ptfe coating in the vicinity of the kink damage 44.5 to 45.0cm from the proximal end. Dried blood-like material was present between the coil wraps and on the exposed core wire. No other damage or inconsistencies were noted to the specimen. The proximal joint appeared to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The device was not received for analysis at the time of this report; therefore no physical analysis of the product can be performed. The product is expected to be returned for failure analysis. If the product is returned or additional information is provided a follow-up medwatch report will be submitted. Product is still expected to be returned.

Event description:
The guidewire safari was successfully located into the left ventricle through the aortic valve. The delivery catheter of lotus valve is positioned over the guidewire, advanced to the aortic valve and the valve lotus was released successfully. Resistance was observed in removing of the delivery catheter guidewire. When the catheter was removed, it was found that the wire had been broken.